Manufacturer narrative:
Section a1 patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive alinity I toxo igg results generated on an alinity I processing module for one patient. The following data was provided: (B)(6)024 sid (B)(6) toxo igg result = 0.5 iu/ml (nonreactive), toxo igm result = 0.08 index (nonreactive). (B)(6)2024 sid (B)(6) toxo igg initial result = 3.4 iu/ml (reactive), repeat result = 3.4 iu/ml (reactive). (B)(6)2024 (B)(6) toxo igg initial result = 3.2 iu/ml, repeat result = 3.4 iu/ml (reactive) and 3.1 iu/ml (reactive); sid (B)(6) result = 3.1 iu/ml (reactive); sid (B)(6) result = 2.8 iu/ml (grazyzone). (B)(6) was also tested in august, however those results were not provided. There was no impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and in house testing of a retained reagent lot. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review did not identify any trends. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with the complaint lot number. In-house testing of a retained reagent kit was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and found to adequately address the complaint issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot 64051be00 was identified.

Event description:
The customer observed a false nonreactive alinity I toxo igg results generated on an alinity I processing module for one patient. The following data was provided: (B)(6) 2024 sid (B)(6) toxo igg result = 0.5 iu/ml (nonreactive), toxo igm result = 0.08 index (nonreactive). (B)(6) 2024 sid (B)(6) toxo igg initial result = 3.4 iu/ml (reactive), repeat result = 3.4 iu/ml (reactive). (B)(6) 2024 (B)(6) toxo igg initial result = 3.2 iu/ml, repeat result = 3.4 iu/ml (reactive) and 3.1 iu/ml (reactive); sid (B)(6) result = 3.1 iu/ml (reactive); sid (B)(6) result = 2.8 iu/ml (grazyzone). (B)(6) was also tested in august, however those results were not provided. There was no impact to patient management.